Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer had blood level was 327 mg/dl. Customer was treated with insulin pump. Drive support cap was normal. Customer stated that insulin pump was exposed to magnetic field. Customer stated that the insulin pump passed displacement test and high pressure test. Customer stated that the there was no leak and air bubble. Customer was not alleging insulin pump for under delivering. Customer stated that the cannula was straight. Insulin pump will not be returned for analysis.